Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner device. The event description provided by the healthcare facility states that the trailing haptic broke during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional has informed rayner that the trailing haptic of the lens got caught in the injector during implantation and that upon implantation of the lens into the eye he observed that the haptic had broken off. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The iol was explanted through an enlarged incision and the procedure was completed without further complication using the back-up iol. The device has not been made available to rayner for inspection. The information provided to rayner by the healthcare professional suggests that haptic breakage may have occurred as a result of a loading error. The rayner sales specialist will be providing additional training to the user to prevent the recurrence of this issue.